Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 484 mg/dl at the time of incident. Customer also reported insulin not being delivered properly, diminished battery life. Customer was not assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
On (B)(6) 2022 customer alleged the pump having no delivery alarm, battery lasts less than expected (charging battery anomaly). Device passed operating currents, self-test, displacement test rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery, no delivery alarms noted during testing. However, device received a21 alarmed after battery change and resets time/date to factory default. Pump history download using thds was successful. However, there is no data available on the reported event date (B)(6) 2022, unable to perform data analysis for low battery, no delivery alarms complaint. Device was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Swapping out test interface boards confirms a21 alarmed and measure c13 voltage leak at interface board. Device had scratched case, case cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked reservoir tube window. The test reservoir locked in place properly and no anomaly noted. In conclusion, no delivery alarm, battery lasts less than expected (charging battery anomaly) not confirmed. However, device alarmed a21 alarm due to c13 voltage leak at interface board was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.